Manufacturer narrative:
(B)(4). Results: (severe tortuosity of the iliac arteries). Conclusion: (severe tortuosity of the iliac arteries).

Event description:
An endurant stent graft system was inserted into a pt for emergent treatment of a 13 cm abdominal aortic aneurysm. Vessel morphology was reported as severe angulation of the proximal neck anatomy and severe tortuosity of the iliac arteries. Proximal neck diameter measured 23-25 for 2cm. Rica was 19-21-21; lcia was 28-26-25-25. It was reported that the endurant bifurcated stent graft was deployed as were the iliac limbs and extensions without incident. There was room in the lcia above the hypogastric artery for one more extension. The physician selected an aneurx 28 aortic cuff, however, the delivery catheter would not advance to the intended landing zone. The device was removed from the pt and it was noted there was a kink in the delivery catheter. The device was not used and was discarded. There were no endoleaks, so it was decided to finish the case without extending down to the hypogastric artery. No clinical sequelae were reported and the pt is fine.